Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked and bleeding lcd glass. Unable to perform the functional testing including the rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a broken display screen and that it was hard to read. The patient's blood glucose at the time of incident is unknown. The damage occurred when the patient bumped the insulin pump several times during a boat trip. No further information was given. The insulin pump will be returned for analysis.